Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between peritoneal dialysis (pd) therapy utilizing the liberty select cycler and the patient death. However, there is no documentation in the complaint file to show a causal relationship between the patient death and use of the liberty select cycler. Additionally, there is no allegation of a device malfunction or deficiency reported for this event. The suspected cause of death is cardiac arrest. The patient was experiencing chest pain during the week leading up to the death. Although the emergency room (ER) did not diagnose the patient from the chest pain, cardiac disease is the major cause of death in dialysis patients accounting for approximately 37% of all-cause mortality. Sudden cardiac arrest is the single, largest, specific cause. Based on the information and no allegation or evidence of a malfunction or deficiency, the liberty select cycler can be excluded as the cause of the patients death.

Event description:
A peritoneal dialysis registered nurse (pdrn) for a peritoneal dialysis (pd) patient reported that the patient passed away. Additional information was obtained through follow-up with the patients pdrn. The patient was in treatment connected to the liberty select cycler on (B)(6) 2021. Reportedly the patient was in their last drain. The patient contact went to bring the patient breakfast and found them deceased. The patient had been determined to be deceased for a while and as a result no resuscitative efforts were performed. The cause of death has not been documented and no autopsy is being performed. The patient had been to the emergency room (ER) a couple of times (dates not provided) within the week leading up to the death for complaints of chest pain. The patient was evaluated and discharged from the ER each time with no diagnosis nor medical intervention. The chest pain was not during treatment and not pd related. The pdrn stated the suspected cause of death is cardiac arrest. The patient had no issues with the liberty select cycler, pd therapy, or other fresenius product(s) prior to the death. The patient had been completing all treatments as prescribed.

Event description:
A peritoneal dialysis registered nurse (pdrn) for a peritoneal dialysis (pd) patient reported that the patient passed away. Additional information was obtained through follow-up with the patient¿s pdrn. The patient was in treatment connected to the liberty select cycler on (B)(6) 2021. Reportedly the patient was in their last drain. The patient contact went to bring the patient breakfast and found them deceased. The patient had been determined to be deceased for a while and as a result no resuscitative efforts were performed. The cause of death has not been documented and no autopsy is being performed. The patient had been to the emergency room (ER) a couple of times (dates not provided) within the week leading up to the death for complaints of chest pain. The patient was evaluated and discharged from the ER each time with no diagnosis nor medical intervention. The chest pain was not during treatment and not pd related. The pdrn stated the suspected cause of death is cardiac arrest. The patient had no issues with the liberty select cycler, pd therapy, or other fresenius product(s) prior to the death. The patient had been completing all treatments as prescribed.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. An as-received simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. The cycler underwent and passed a system air leak test and valve actuation test. There were no visual discrepancies encountered during the internal inspection of the cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A peritoneal dialysis registered nurse (pdrn) for a peritoneal dialysis (pd) patient reported that the patient passed away. Additional information was obtained through follow-up with the patient¿s pdrn. The patient was in treatment connected to the liberty select cycler on (B)(6) 2021. Reportedly the patient was in their last drain. The patient contact went to bring the patient breakfast and found them deceased. The patient had been determined to be deceased for a while and as a result no resuscitative efforts were performed. The cause of death has not been documented and no autopsy is being performed. The patient had been to the emergency room (ER) a couple of times (dates not provided) within the week leading up to the death for complaints of chest pain. The patient was evaluated and discharged from the ER each time with no diagnosis nor medical intervention. The chest pain was not during treatment and not pd related. The pdrn stated the suspected cause of death is cardiac arrest. The patient had no issues with the liberty select cycler, pd therapy, or other fresenius product(s) prior to the death. The patient had been completing all treatments as prescribed.